Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva tpn bag had leaked. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection and functional test were performed which revealed the reported problem of leak in front of the bag where the printed label was located. Under magnification, a small hole was observed where the leak occurred. The reported problem was verified. The cause of the condition was determined to be a supplier defect related to variability in the ink stamping process of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.